Manufacturer narrative:
A patient experienced high/ low impedances was reported to abbott. It was determined the impedances were preventing patient from having MRI. As a result, the patient's entire system was explanted and replaced to address the issue. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient's lead had low impedances preventing patient from having MRI. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.